Event description:
A customer in (B)(6) notified biomérieux of false negative results associated with rapidec carba np (reference 415418). The customer reported false negative results for rapidec carba np twice on two (2) strains for two (2) different patients while the cnrs confirmed that it was carbapenemases. The patient was contacted with the results of carrying carbapenemase, and was treated with betalactamines (non carbapenems) for bronchopneumopathy. There was a delay >24 hours in treatment due to the confirmation by the cnr. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in france notified biomérieux of false negative results associated with rapidec carba np (reference (B)(4). The customer submitted the two patient strains for evaluation. An investigation was performed. The strains were subcultured on mhe media (as mentioned in the package insert current version). Using a reference batch (known as compliant), and a retention kit of batch1005914480, tests were performed with one strip with the following strains: atcc baa-1705 (positive reaction) klebsiella pneumoniae, mentioned in the package insert current version. Strain 1 - citrobacter freundii. Strain 2 - klebsiella pneumoniae. Reference batch results: atcc baa-1705 klebsiella pneumoniae strain gave compliant results at 30 minutes reading. Strain 1 - citrobacter freundii, had negative results at 30 minutes, so the strips were incubated again for the reading at 2 hours which was compliant. Strain 2 - klebsiella pneumoniae gave compliant results at 30 minutes and 2 hours. Batch 1005914480 results: atcc baa-1705 klebsiella pneumoniae strain gave compliant results at 30 minutes reading. Strain 1 - citrobacter freundii, had negative results at 30 minutes, so the strips were incubated again for the reading at 2 hours which was compliant. Strain 2 - klebsiella pneumoniae gave compliant results at 30 minutes and 2 hours. Conclusion of the investigation: there is no difference of interpretation of results between the two batches of rapidec carba np strips tested (1005914470 and reference batch). The rapidec carba np strips batch 1005914480 has no performance issue, and all the results obtained were compliant to the expected specifications. As mentioned in the package insert rev 20584e-fr-2016/03, "the use of mueller hinton e (mhe) medium provides optimal performance due to its guaranteed zinc content". In addition the procedure states, "in case of a negative or doubtful reaction, reincubate the strip and perform a second reading 1½ hours later. The total test incubation time must not exceed 2 hours".